Event description:
It was reported that the surgeon had reamed and was trailing the acetabulum. As the trial was being impacted, the impactor broke off in the trial shell. This happened twice in the same procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.